Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found over-torqued inner coil at the connector region consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and overtorqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited an high impedance measurement and was unable to retract it's helix upon repositioning. The ra lead was removed and replaced on (B)(6) 2024. The patient had no adverse consequences.